Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the atrial lead was removed from service and replaced. The root cause of the clinical observations was not confirmed. No additional adverse patient effects were reported.